Manufacturer narrative:
Batch review performed on 08 april 2019: lot 176740: (B)(4) items manufactured and released on 13-dec-2017. Expiration date: 2022-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: hip revision surgery occurred 10 months after total hip arthroplasty. Radiographic image provided shows a mobilized stem. Alterations of bone morphology and density possibly due to systemic disease are visible but this cannot be confirmed as no information concerning patient general health is available. The stem position in the radiograph is significantly subsided and also the cup has no anteversion, but we cannot determine if this is the result of a mobilization as no postoperative xray is available. Massive ossification of the trochanteric region, of unknown origin.

Event description:
Revision surgery 10 months after the primary surgery due to extensive thigh pain. The x-ray examination showed mobilized stem. The stem has been removed and wagner style stem has been implanted with dac (antibiotic gel), antibiotic therapy. No infection present.